Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, and was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.